Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device. The reported upstream occlusion alarms were confirmed through review of the device history log; however the alarm could not be reproduced during the evaluation due to the occurrence of a constant system error. The upstream sensor and pusher are known contributors to this alarm and have been replaced.

Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. The customer has stated that there was no patient injury.